Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device.